Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 410 mg/dl. The customer had symptoms such as nausea, small ketones, headache and thirstiness. Customer treated with a shot. Customer's blood glucose value was 232 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017. Troubleshooting was performed. The drive support cap appeared normal. The customer declined to check for the presence of air bubbles. The customer was assisted with high pressure test and the pump alarmed at 3.3 units. The product was not returned for analysis.